Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen display keypad anomaly. The blood glucose at the time of the incident was unknown. The customer states the buttons are sticking together and the display is frozen. The customer noted that after pressing the act button the numbers began to ramp up. There was no alarm; error and it has not occurred in weeks. Troubleshooting advised it could be a keypad issue, but the customer states he is fine and will continue using the pump. The device will be not returned for analysis.